Event description:
It was reported that during a therapeutic ureteroscopy, this balloon catheter was inflated and burst at 17 atm. No part of the balloon detached, and there were no patient complications.

Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.